Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Records indicate the patient was revised due to pain secondary to loosening of the femoral and patellar components. Upon entering the joint, the surgeon confirmed loosening of the patellar and femoral components at the cement to implant interface. The tibial tray was revised due to component subsidence. There was no indication of loosening of the tibial component. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy knee revision products. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a previous DHR review was conducted for (B)(4) against the provided smartset gmv 40g us eo product code 545050501, lot 8068693 combination. A device history record (DHR) review per (B)(4) found two unrelated non conformances on this batch. Micro and sterility tests passed. H10 additional narrative: details for gentamicin component of combination product: ¿ dmf# - 13704 ¿ trade name ¿ gentamicin sulphate ¿ active ingredient(s) ¿ gentamicin sulphate ¿ dosage form - powder ¿ strength ¿ 1.0g active in our cements. Corrected: d2b

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement products. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon¿s post-operative note indicated loosening. He noted the femoral component was loose at the cement/ component interface. He reported the tibia was removed with slight subsidence along the medial side. The surgeon noted the patellar button was loose and was revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2015. Dor: (B)(6) 2018; (lt knee).